Event description:
It was reported, "I had a right total hip replacement in 2004, by doctor and shortly after, I began experiencing a high pitched squeaking noise, a popping and grinding sound coming from the hip every time that I would bend slightly to get clothes out of the dryer or empty the dishwasher, get in or out of bed, and every time I got in or out of the car. Sometimes it would squeak when I was just walking. In 2006, I began having a lot of pain in the right hip, walking was very painful and I was limping a lot. The orthopedic surgeon that did the replacement, thought that it might be my right knee that was giving me trouble, so he sent me to physical therapy for my knee. I went a total of 4 times and each time it made my pain much worse. The physical therapist talked to surgeon and told him that the physical therapy was making me worse, so the doctors ordered a MRI and a bone scan. The bone scan showed that there was a loosening of the replacement. Approx three months later, doctor decided that I needed a hip revision. The following month, an x-ray showed that there was a fracture in the cup. He sent me to another doctor, twelve days later -which was the earliest time that he could see me- to another doctor, who specializes in hip revisions.

Manufacturer narrative:
Additional info: contacted FDA, division of surveillance systems, regarding the maude event report submitted to stryker. Requested the catalog numbers, lot codes, hospital name, reporter name and address. It was indicated that no other info will be provided. The reporter indicated that they do not want their info released to the manufacturer.